Event description:
During a procedure, blood was noted to be leaking from the sideport tubing. The sheath was replaced to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One fast-cath introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The sideport tubing was manipulated during pressure leak testing; no anomalies were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be confirmed.